Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery, a nail was being inserted using recon screws. The distal guide wire was inserted first. It was sitting off center in the hole of the nail. The proximal guide wire missed the nail completely. The surgeon used the reamer to drill the nail. The recon screws were not sitting parallel to each other. This report is for an unknown nail. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.